Manufacturer narrative:
Submit date: 08/03/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to the manufacturing date. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was received for analysis and investigation. It consisted of one incomplete kit of the product mahurkar - straight extensions, dual lumen catheter. The catheter did not present signs of use, however it was manipulated since the blue adapter was not present on the catheter. The arterial adapter did not present any problem. Based on the complaint record notes the catheter was in use for 6 days and it was repaired with another catheter; however the blue adapter was not returned for evaluation and the reported condition could not be confirmed. Manufacturing performed 100% inspection for cracked adapters per procedure. The instructions for use (IFU) state that the customer has to perform an inspection before using the device. The most probable root cause can be considered as misuse. A health hazard evaluation (hhe) and corrective and preventative action (CAPA) will be addressing this failure mode. No complaint triggers or trends were identified; therefore additional corrective or preventive actions are not required at this moment. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was received on 6/2/2016. There was no patient injury and no medical intervention. The patient is currently fine. Iodophor was used to clean the adapters. There was no blood transfusion required. They tightened and loosened the adapters by hand. The catheter was originally implanted on (B)(6) 2016. The physician replaced it with another on (B)(6) 2016.

Manufacturer narrative:
Submit date: 5/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports blood leakage was found at the connector of the catheter during dialysis treatment for the patient. The venous port was cracked.